Event description:
Resident tripped over the vanderlift and sustained an impalment injury to their left hand. Laceration repaired in surgery. Resident is fully recovered. The ombudsman office, the dhss & the mfg all informed.